Event description:
It was reported that the ventilator stopped ventilating while on patient. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
No service request for the ventilator was received from the healthcare facility. The investigation is based on the provided information and ventilator logs. The provided test log indicates that the pre-use check was successfully completed both before and after the reported event. Additionally, the technical log does not contain any technical error codes suggesting a ventilator malfunction at the time of the event. There is no recorded start of ventilation, and due to continuous use, event logs from june 24, 2024, have been overwritten. According to the received information, a closed suctioning procedure was performed while the ventilator was operating in volume control mode. However, as stated in the user manual, pressure-based ventilation modes should be used during closed suctioning. While ventilation did not stop, the delivered tidal volume was affected during the procedure. This likely occurred because volume control mode maintains a set tidal volume regardless of airway resistance. During closed suctioning, transient increases in airway resistance can lead to ineffective tidal volume distribution. Pressure-based modes are recommended in such cases, as they adapt to airway resistance. The reported event was most likely caused by performing closed suctioning in an inappropriate ventilation mode. The investigation found no evidence of a ventilator malfunction at the time of the event.